Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported on the first day of impella 5.5 support the pump experienced high purge pressures with pressures >1000 mmhg and purge flows < 1 ml/h. The physician requested tissue plasminogen activator protocol. As a result of the unresolved high purge pressure, the impella 5.5 was replaced with a new impella 5.5 pump the following day. The pump was successfully exchanged. At the time of writing this report, the patient continues to be supported by the replacement impella 5.5 with no complications reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product or data logs were returned for evaluation. High purge pressure: clinical details noted that high purge pressure was noted on first day of support. Pump was exchanged the following day. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. Device history lot: device lot: 1932200. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.